Manufacturer narrative:
The hill-rom technician found the bed exit not working properly due to the scale board being inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the scale board and calibrated to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was malfunctioning. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).